Event description:
In (B)(6) 2011, they confirmed proper ctr port access under fluoroscopy; they were able to inject 40 ml of preservative free saline into the center port and pull it back. They then filled the pump with 40 ml of lioresal (2000 mcg/ml) without any difficulty under fluoroscopy. It was noted that they were supposed to have 22 ml left in the pump, but it only had about 1 - 2 ml at most. They were unsure of what happened exactly whether only 20 ml was put in instead of 40 ml or if 20 ml went into the pocket during the previous refill in (B)(6) 2010 or if they had entered the wrong info into the reservoir volume field during the last refill. The pt had no symptoms of underdose or withdrawal. The pt had no adverse reactions after the previous refill or the current refill.

Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.